Event description:
The pt (B)(6) was implanted with an ipg approx 10 months ago. It was reported that the pt was experiencing problems communicating with the ipg via the programmer. No other info is available at this time. The exact implant date as well as the model, lot and serial number of the ipg are unk. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.